Event description:
Patient reports that after using amo solution, she soon developed a corneal infection and ulcer in her left eye. Tests were done by doctor who was going to refer her to a specialist, but cancelled the specialty appointment since eye symptoms cleared following antibiotic use.